Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. It was found that the unit was restarting due to a faulty power switch. The power switch was replaced to resolve the restart issue.

Event description:
The hospital reported that the monitor is not working. There was no report of patient involvement.